Event description:
On (B)(4) 2012, the lay-user/patient contacted animas alleging that the pump could not maintain a date/time of (B)(6) 2012 as expected. The patient indicated that she had been off of the pump for a 2 week period due to recovery from non-diabetes related surgery. Upon putting the battery back into the pump, she noticed that the date was (B)(6)2012. The patient was unable to change the pump's date to (B)(6) 2012. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's time/date setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the date was set to 02/29/2012 and reset to 02/28/2012 after returning to the main screen. The pump was unable to hold the date of 02/29/2012. A software issue was found to be the cause of the reported date issue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.